Event description:
It was reported to philips that the system would not boot up to the application. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the system would not boot up to the application. Restarting the system thrice did not resolve the issue. The philips field service engineer (fse) inspected the system onsite and powered up the system and it started working without any issues. The fse reviewed the log file and found that the longitudinal potentiometer caused the error. The fse adjusted the longitudinal potentiometer assy and calibrated the motion. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.